Event description:
It was reported that the bioraptor knotless suture anchor broke. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Visual assessment of the device showed the anchor has broken at the suture slot. The broken portion of the anchor was not returned. The inner shaft is bent. This condition of the device indicates excessive force was applied in conjunction with off axis insertion causing the observed damage. Per the device IFU under precautions ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for a successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. No root cause related to the manufacture of the devices can be established. No further investigation is warranted at this time. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.